Event description:
During onsite service it was discovered that the earlyvue vs30 monitor displayed a speaker malfunction inop. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Results of functional testing indicate that a speaker malfunction inop was displayed and there was no sound coming from the device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The speaker assembly was replaced to resolve the issue. It has been concluded that no further action is required at this time.